Event description:
Per the clinic, the patient experienced an unspecified device failure. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed on august 22, 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.